Event description:
It was reported that during priming with bd micro-fine¿+ pen needles 31g x 5mm fluid was unable to flow. The following information was provided by the initial reporter, translated from japanese to english: customer reported that no drug solution came out of the needle during priming. Three boxes contained four or five complaint products. The patient have had no problem with priming so far. However, no fluid came out of the needle prescribed this time.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during priming with bd micro-fine¿+ pen needles 31g x 5mm fluid was unable to flow. The following information was provided by the initial reporter, translated from japanese to english: customer reported that no drug solution came out of the needle during priming. Three boxes contained four or five complaint products. The patient have had no problem with priming so far. However, no fluid came out of the needle prescribed this time.